Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that it was reported that, during a robotic laparoscopic sigmoidectomy procedure, prior to performing the anastomosis, no structures appeared fluorescent green after activation of the indocyanine green (icg) mode. After administering indocyanine green (icg) to the patient at the correct dilution and volume, the surgeon adjusted the settings to activate the fluorescence mode. The endoscope responded when this option was selected; however, no structures appeared fluorescent (green). An additional small dose of icg was administered, but visualization was still not achieved. The endoscope was then restarted, but this did not resolve the issue. The surgery was completed without the use of icg. There was no patient injury.. No negative impact in state of health reported.